Event description:
It was reported that there was loss of light.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report is attached (see comm log), and indicates: repair request details: unusable. Symptom / failure details: when we inspected this product, we found that the power supply could not be turned on due to a failure in the power supply. In addition, we will replace the contact spring, which is a consumable item. Processing work details: replacement of defective parts, operation/function inspection, and quality inspection tests. Probable root cause: damaged light cable; damaged scope; damaged coupler; damaged leds; main board malfunction; loose / misaligned jaw assembly; light engine/ light pipe malfunction or damaged; bent esst contact; inconsistent esst contact; camera head communication; front board malfunction; touch panel malfunction; power supply malfunction; thermal switch malfunction; ac inlet board malfunction; inadequate air flow; sidne port malfunction; poor workmanship; inadequate calibration; use errors; electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.